Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without significant delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Device availability - date of return to legal manufacturer is unknown. Review of device history records show that lot released with no recorded anomaly or deviation. Inspection of returned device found a plug of cement in front of the cannula; this may have resulted from the dry mixing not being performed as stated in the surgical technique.